Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28- august-2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. The cause of the premature battery depletion was consistent with li cluster formation.